Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she passed out five times in the middle of the night due to low blood glucose values. The patient's blood glucose was below 100 mg/dl. The customer treated by suspending the insulin pump. Troubleshooting was declined for the low blood glucose. Additionally, the customer was hospitalized previously for a high blood glucose in the 1,000 mg/dl range. However, the customer was not wearing the insulin pump at the time of incident. The insulin pump will not be returned for analysis.